Event description:
It was reported that the patients implantable pulse generator (ipg) kept moving in the pocket site making it difficult to charge. The patient underwent ipg replacement procedure. The explanted device will not be returned as it was disposed of per facility policy.